Event description:
It is reported that during an anterior cruciate ligament procedure, swelling (extravasation) of the knee and calf occurred. No medical intervention was required. Pt was kept overnight in the hosp for observation and discharged the following day. No device failure reported. No device available for investigation.